Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (suj) cable. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation the probable root cause is attributed to a faulty suj proximal cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm1) had an unspecified issue and had to be disabled. The intuitive tech support engineer (tse) reviewed the system logs and found error 23072 against the set-up joint (suj1) z-axis. The tse explained that usm1 could be recovered by moving it up or down suj1, but a system restart would be necessary. The customer proceeded with three usms and stated they would recover usm1 between two cases. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information. The customer was able to use all 4 arms in following procedures.